Manufacturer narrative:
Based on the additional information regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement.

Event description:
On 14-sep-2021, a device evaluation was completed by kci quality engineering. On 21-jul-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 13-sep-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to the activ.a.c." Ion progress" remote therapy monitoring system. A device evaluation is currently pending completion. Device labeling, available in print and online, states: warnings bleeding: with or without using v.a.c.¿ therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.¿ therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.¿ therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.¿ therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.¿ therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.¿ therapy. Always ensure that v.a.c.¿ foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Hemostasis, anticoagulants and platelet aggregation inhibitors: patients without adequate wound hemostasis have an increased risk of bleeding, which, if uncontrolled, could be potentially fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician. Caution should be used when treating patients on doses of anticoagulants or platelet aggregation inhibitors thought to increase their risk for bleeding (relative to the type and complexity of the wound). Consideration should be given to the negative pressure setting and therapy mode when initiating therapy.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: on (B)(6) 2021, v.a.c.¿ therapy was discontinued due to alleged excessive bleeding. The physician planned to hold for 3 days before reapplying the activ.a.c." Ion progress" remote therapy monitoring system. On (B)(6) 2021, the following clinical records from the wound care center were received by kci which noted the following: the patient underwent sharp debridement on a weekly basis for the promotion of proliferative phase of wound healing and wound bed preparation for an advanced wound care treatment. On (B)(6) 2021, the physician ordered discontinuation of v.a.c.¿ therapy as there was very little deficit and increased granulation tissue at the incisional site. On (B)(6) 2021, the following information was provided to kci by the wound care nurse: on (B)(6) 2021, the bleeding resolved by applying pressure then used surgicel (absorbable hemostat dressing) in the wound and placed the patient on a wet to dry dressing. A device evaluation of the activ.a.c." Ion progress" remote therapy monitoring system serial is currently pending completion.